Event description:
The user reported a leak between the drip chamber and the tubing during priming of the set. The set was not used on a patient. The IV set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.